Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012229265); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-23 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was being implanted valve-in-valve. During deployment, when the c tabs released from the delivery catheter system (dcs) there was a concern that one of the struts had caught on the dcs. This was checked by rotating the system, and it was confirmed that the strut was caught on the dcs. The implanter tried manipulating the wire forward, and in doing so pulled the dcs back and pulled the valve up into the ascending aorta. The valve needed to be snared, therefore an additional arterial puncture was performed. A second valve was implanted. The patient had longer procedure time due to the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a previously implanted surgical valve. The valve was positioned and upon final release of the evolut, one of the paddles of the evolut remained hung up near the paddle attachment of the delivery catheter system. This is not an uncommon occurrence and per medtronic best practices, if paddle hang up occurs: gently adjust the delivery catheter system or guidewire to free the paddle from spindle, taking care to avoid valve dislodgment. If the delivery catheter system or guidewire adjustment is unable to resolve paddle hang up, then slowly advance the capsule to push the paddle off spindle (turn delivery system knob in the opposite direction of deployment to advance capsule). Evidence supports those maneuvers to release the paddle caused the valve to dislodge aortic. No further images were provided; however, it was reported that a second valve was implanted. Conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut fx instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. In this case, the provided images confirmed that upon final release of the evolut, one of the paddles of the evolut remained hung up near the paddle attachment of the delivery catheter system. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 annex a code updated to remove a150102 additional codes - annex g code corrected from g04002 to g04129 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the original surgical valve was a non-medtronic valve. No pre-implant balloon aortic valvuloplasty (bav) was performed. The patient's anatomy was noted to be tortuous and there was difficulty crossing the valve with the dcs. No recaptures were performed. Only one deployment attempt was made.